Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a follow-up visit, the radio frequency (rf) programmer head did not recognize an ICD (implantable cardioverter defibrillator). The rf head was then tried with other devices and did not recognize any of them. The rf was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radio frequency (rf) programmer head did not recognize devices. The rf head was tried with multiple devices and did not recognize any of them. The rf was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event of the rf (radio-frequency) head not recognizing devices. The cable was found to be out of electrical specification.